Event description:
The pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. The pt stated a couple of units of insulin spilled inside the compartment but he was able to clean it out. During troubleshooting with a company representative, the plunger was detached from the piston rod. The pt stated he has not been attaching his adapter and infusion tubing to his cartridge prior to insertion. The pt was advised to do so. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.